Event description:
It was reported that during the implant procedure, the atrial lead exhibited high lead impedance, noise, and lead helix had difficulty extending and retracting. The lead was not used and replaced. No further information was available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.